Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction to the MFR number in the previous follow-up report 001. Follow-up report 001 was originally submitted, in error, as 3004753838-2017-55853. This report is intended to provide the same content which was already reported in the previous follow-up report 001 submission, but under the correct MFR number 3004753838-2017-55825 to ensure it can be correctly associated with the applicable initial medwatch report.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charged and will boot: failed - perpetual rebooting. Functional open receiver, detached ui pcba, and retrieve the receiver download: passed. Finding related to complaint in receiver download: found numerous receiver reboots and errors recovery within the investigation window. Receiver rebooted and did not recover after automatic shutdown. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.